Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and oversensing. It was also reported that the right ventr icular (rv) lead exhibited rising impedance and rising threshold. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.